Event description:
New information received notes that the pacemaker and right ventricular (rv) lead exhibited noise and myopotentials oversensing due to the initial programmed settings of unipolar pacing configuration, resulting in noise reversions and false high ventricular rate episodes. The pacemaker and the rv lead were reprogrammed to bipolar configuration with no further reports of noise. No patient symptoms were reported.

Event description:
It was reported that the patient presented remotely with noise reversion and over-sensing noise episodes noted on their pacemaker (pm) and right ventricular (rv) lead. No intervention was performed. No patient consequences were reported.